Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to hospital with a pocket infection. During the patient¿s hospital admission, it was reported that the right ventricular (rv) lead exhibited asystole with a pacing spike but no capture and, the patient subsequently, suffered syncope. The ipg was explanted and both right atrial (ra) lead and rv leads were capped. A temporary rv lead was implanted while the patient was treated with antibiotics. A new ipg system was implanted two weeks later. No further patient complications have been reported as a result of this event.